Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. The power management graph was in specification. No unexpected low battery alerts or replace battery now alarms noted in the pump history file. No unexpected power loss alarms noted during testing. Unit received with intermittent failed batt test alarms during battery changes, intermittent replace battery alerts during battery changes and high sleep current measurement due to due to moisture damage on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, moisture damage on motor home switch and corrosion on force sensor assembly.

Event description:
The customer reported via phone call that they received multiple alerts on insulin pump. The customer's blood glucose was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer declined further troubleshoot. The insulin pump will be returned for analysis.